Event description:
Add'l info rec'd from MFR 5/15/03: MFR's internal investigation of this complaint included visual and functional analysis of the actual product, product retains and manufacturing documentation from this lot of product. Additionally, MFR communicated extensively with the risk mgmt dept at hospital to obtain info about this product complaint. On 3/31/2003, MFR's contact in the risk mgmt dept informed it that there was no injury to the pt as a result of the needle breaking away from the hub. MFR determined this to be a device malfunction that was non-reportable because it did not cause or contribute to a serious injury or death and; if this were to reoccur MFR does not believe that it would cause or contribute to a serious injury or death. This is not an implantable device, it is intended to be a single pt use, disposable device that remains in the pt only long enough to introduce a tumor localization wire into the pt. There have been no design, manufacturing or sterilization changes/modifications made to the device since it was first marketed that would relate to this type of complaint. This single use, disposable device has a three (3) year shelf life. Inrad has not had any similar reports for the needle breaking away from the hub for this product code or any of the add'l product codes in this device family.

Event description:
Hub of needle detached during procedrue. Possible that yellow connector (plastic piece) is defective.